Event description:
Pt presented in a&e approx 8 days after procedure date and collapsed. On investigation the graft appeared to have fully thrombosed in main body (covered stents only) and limbs. Attempts were made to clear thrombosis, but with no success. Pt subsequently expired. Hospital waiting on postmortem report. All of these complaints are related (1820334-2012-00314, 1820334-2012-00318, 1820334-2012-00319).

Manufacturer narrative:
(B)(4) - thrombosis and death are labeled in the IFU. (B)(4) - occlusion is labeled in the IFU. Event evaluation: still under investigation.